Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level in the "mid 600's" mg/dl; cause of bg not known. Customer was treated with intravenous fluids of saline and potassium to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.